Event description:
It was reported that the patient was experiencing severe pains to the head, brain and neck. The patient also had nausea and a high temperature. The physician suspected an infection. No further information could be obtained despite good faith efforts. Additional information was received that the physician confirmed infection, however, it was not device related. The patient was administered with antibiotics and was reportedly doing well.

Event description:
It was reported that the patient was experiencing severe pains to the head, brain and neck. The patient also had nausea and a high temperature. The physician suspected an infection. No further information could be obtained despite good faith efforts.